Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removing essure') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced libido increased ("sex drive higher") and was found to have weight decreased ("weight loss-5 lbs down") and weight increased ("weight increased"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, libido increased and weight decreased outcome was unknown and the weight increased was resolving. The reporter considered libido increased, medical device removal, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content was receievd: new reporter added. New events 'weight decreased' and 'weight increased' added on 23-mar-2020: content received from social media: patient's age group added; new reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removing essure and hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced libido increased ("sex drive higher"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and libido increased outcome was unknown. The reporter considered libido increased and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.